Event description:
Customer reports that at the end of an undetermined urology procedure, the table movement failed while in the trendelenburg position. Staff moved the patient from the table onto a stretcher without incident. Customer provided no further patient or procedural information, other than to say the patient is fine. The failure occurred when procedure was completed. No reported injury.

Manufacturer narrative:
System troubleshot over phone by tech support who determined that the stuck table was due to the table foot switch was causing problem and sent customer foot switch. Later the customer reports they received a new table movement footpedal, hooked it up, and table movement resumed. The field service engineer (fse) later was on site and completed the table portion of the service checklist qssrwi4.1 and returned the unit to the customer for service. This footswitch was returned to leibel flarsheim for investigation and the production staging technician evaluated it and reported finding no problem with the footswitch.